Event description:
Cna was bringing the resident out of the tub after her bath. The resident attempted to stand, the chair slid back into the tub and the resident fell on to the chair base.

Manufacturer narrative:
After investigation by the company rep and facility staff, it was determined that the bath chair had not been brought forward far enough to have the lock engage. This allowed the chair to slide backward and back into the tub. The safety straps were not being used and this allowed the resident to fall.